Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Device remains implanted.

Event description:
It was reported that a clinical study patient seen in clinic on (B)(6) 2015 with complaints of intermittent chills and fatigue. No temperatures were reported. The patient's vital signs were temperature 36.8 c, blood pressure 88/doppler, white blood cell (wbc) 11.8 k/mcl (nl 4.2-11). The patient was admitted to hospital on (B)(6) 2015 for sepsis. Repeat blood cultures done on (B)(6) 2015 with one set positive for the same bacteria. On (B)(6) 2015, wbc 8.3 k/mcl (nl 4.2-11) with a temperature of 36.5 on (B)(6) 2015. The patient was pan cultured with urinalysis coming back negative and the driveline culture remains positive with chronic (B)(6) and started on IV vancomycin (B)(6) 2015. On (B)(6) 2015, the patient was placed on IV ceftriaxone for 6 weeks with the last dose being (B)(6) 2015. The patient remains on oral suppressive keflex due to chronic (B)(6)driveline infection. There were no reported signs or symptoms at resolution. No repeat labs or vital signs recorded at resolution.